Event description:
Phacoemulsification unit stopped working in the middle of the case, was restarted, and another cassette was used. The "active fms w/intrepid balanced tip" cassette (lot#17jd95) was replaced with another cassette with a different lot and worked properly to complete the case.